Manufacturer narrative:
The customer ordered a replacement a glidescope titanium video cable. The video cable used in the event was not returned to verathon for evaluation, therefore the cause could not be conclusively determined. However, it is likely the reported damage to the connector and the bulge in the cable caused or contributed to the intermittent image. Since the video cable is not serialized the device history and the previous history of the video cable could not be reviewed. The glidescope operations and maintenance manual (omm) states: "before every use, ensure the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium video cable, the image was intermittent. Reportedly the video cable connector was broken and there was a visible bulge in the cable. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.